Event description:
User facility has reported an increase of cuff ruptures during the past 6 months. User facility has reported that during these incidents none of the pts had been adversely affected. Four lot numbers were reported. The actual devices will not be returned to the mfg site for eval.